Manufacturer narrative:
Date of event is estimated. Patient weight is unknown. During processing of this complaint, attempts were made to obtain patient weight, but it was not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the drg lead located at s1 migrated and patient experienced ineffective therapy. X-ray confirmed lead migration. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. Post-operatively, effective therapy was established.